Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) and high capture thresholds. A new rv lead was successfully implanted. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device; however, a response has not been received yet. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.